Event description:
The customer reported that when the patient had a seizure, the transmitter leads became disconnected and generated a "leads off' inop. The patient was found on the bathroom floor and was successfully resuscitated.

Manufacturer narrative:
Philips is in the process of obtaining more imformation concerningt this event and this complaint is still under investigation.